Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left master tool manipulator (mtml) to resolve the errors. The fse also found an a portion of the touchpad on the surgeon side cart (ssc) to be non-responsive. The touchpad was also replaced. The system was then tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. The reported failure was able to be reproduced during sine cycle. Components were replaced and the testing passed. Original parts were reinstalled and the mtm failed for error code 25521 during sine cycle. The following parts will be replaced as a fix: embedded serializer master handle (esmh) and the printed circuit assembly (pca). The touchpad that was replaced was also returned for analysis. The touchpad was installed and tested on a test system. The system failed during startup with error 75 - the touch controller returned a bad status. The touch function was not responding and calibration failed. The item will be returned to the manufacturer for assessment. There was no image or video clip submitted for review. Per the log review, the following was confirmed: the right hemicolectomy procedure was performed on (B)(6)2022. On system sk5762. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: the customer converted to another system after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer encountered a recoverable fault that was coming from the left master tool manipulator (mtml). An isi technical support engineer (tse) reviewed the logs and found a single 25521 error for the left mtm. The tse had the customer hard power cycle the surgeon side cart (ssc), and the issue seemed to be resolved. However, the customer called back and stated that the issue returned post-power cycle. The customer then pulled another ssc from the other system to complete the procedure. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.